Manufacturer narrative:
(B)(4). Foreign county: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00120.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by returned products and evaluated against the complaint. Visual inspection found multiple forms of damage to the liner. The outer radius is heavily pitted. The radius is void of pitting over the area where the square orientation feature is debossed into the shell. The barb is roughened. Multiple strands of poly protrude from the barb. Visual inspection found the inner radius and rim of the shell to be damaged. The rim is nicked. A gouge is present on the locking groove. A scratch is also present on the inner radius. The cup is compatible with liner. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the g7 cup was inserted implanted into the patient. The liner was inserted and impacted however it was determined that it wasn't seated correctly. Liner was removed and re-inserted. Was still determined that it wasn't seated correctly and with numerous blows with the hammer, the cup position changed and had to be removed. Attempts have been made and additional information on the reported event is unavailable at this time.